Event description:
A consumer reported that following intraocular lens implant surgery, she was experiencing discomfort and blurry vision. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. This report was mailed to FDA on: 08/20/2009.